Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited lec 1720 and had a damaged case. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was received for analysis due displaying an error code. Fucntional testing was performed and the reported issue was confirmed. The pump was found to be displaying "1720" error code message on power up during the investigation and chipped rear housing on the upper left-hand corner. A back up capacitor and rear housing will be replaced.